Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the customer's blood glucose reading was 213 mg/dl at the time of admission. Caller stated that the customer was sick because he did not remember how to rewind or to change his insulin and reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.